Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. A device history record review was performed, and no relevant findings were identified. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staple jamming and change to a new set to complete the procedure". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
It was reported that "staple jamming and change to a new set to complete the procedure".

Manufacturer narrative:
(B)(4). Additional information received 12-mar-2024 indicates there was "no patient harm". Adverse event problem codes in section h.6. Updated to reflect additional information received: health effect - clinical code: 4582 health effect - impact code: 2199 - 4642 .

Manufacturer narrative:
Qn# (B)(4). Corrected data: section d.4.-UDI# corrected to (B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared properly aligned. The stapler was returned with 22 staples remaining in the cover block, indicating that at least 13 staples were fired by the customer. The trigger was not returned engaged. Clear evidence of use in the form of biological material was present on the device. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple was properly formed and released. This was repeated 4 more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All remaining staples were fired and were able to engage and close into the simulated skin with no difficulty. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint could not be confirmed. Upon functional inspection, no issues were observed with the returned stapler. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information and sample provided. There were no functional issues found with the returned sample. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a; corrected data: n/a.

Event description:
It was reported that "staple jamming and change to a new set to complete the procedure."